Event description:
It was reported that after the customer filled the cartridge, insulin began leaking from the septum. Customer may have pierced the septum multiple times with the syringe when filling the cartridge. There was no reported impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.